Event description:
Customer called in to report the insulin pump alarmed for button error. The blood glucose reading at the time was 136 mg/dl. Customer mentioned walking outside in high humidity prior to receiving the alarm. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.